Event description:
Boston scientific received information that an alert was received for high out of range pacing impedance measurement for the right ventricular (rv) lead. Additional information was received from the field representative that the patient was contacted by the clinic for follow-up. It was noted that the patient has not shown up for his last two appointments, so there has not been an interrogation as of yet. The field representative stated that the clinic staff are still working on trying to get the patient into the office. No additional information is available at this time and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning tis report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The defibrillator was explanted and returned from another manufacturer over three years later. It was also noted that the patient had passed away with no allegations. No adverse patient effects were reported.